Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective therapy from the right lead due to a break. No falls or trauma was reported. Surgical intervention may be taken at a later date to address the issue.